Manufacturer narrative:
The "statspin express 4" product operators manual states that operators must follow "universal precautions" with all biological specimens as, regardless of whether the specimen is known to contain an infectious agent (see references such as clsi and cdc guidelines). Since the operator had known the rotor had broken but still accessed the unit to retrieve the tubes without following the manual guideline for "universal precaution" which resulted in injury.

Event description:
A broken rotor within the statspin resulted in tubes breaking within the statspin centrifuge. An operator cut their finger while cleaning the broken tubes from within the statspin. Personal protective equipment was not used. All broken tubes were contained within the unit.